Event description:
During an ercp, the physician used a wilson-cook za-stent expandable metal biliary stent system to maintain patency of a malignant biliary stricture. Stent placement was successful. Upon removal of the introduction system, the distal end became lodged inside the stent and detached, leaving a portion of the introducer inside the stent. Removal of the detached portion of the introducer was attempted with forceps, but not possible. No patient injury was reported. Additional information provided with this report indicated the physician did not perform a sphincterotomy or biliary dilation prior to the stent placement. The instructions for use for this product line advise the user that a sphincterotomy may be performed if necessary to obtain adequate access to the duct. The instructions for use for this product line also advise the user that predilation may be performed prior to stent implantation to ease deployment in narrow strictures.